Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 58.2 cm. The damage found was consistent with procedural damage, especially that caused by an overtightened suture sleeve tie. In particular, the outer insulation was cut at 11.7 cm and 12.1 cm from the connector pin, the inner insulation was damaged at 12.1 cm from the connector pin, the inner and outer coils were bent at the suture sleeve tie location, and the inner coil was bent at 12.1 cm from the connector pin. Conductor shorts were found and were consistent with an overtightened suture sleeve tie. The low voltage lead impedance was found to be low and out-of-range due to this procedural damage. The helix was clogged and retracted due to blood/tissue. Visual and x-ray examination found no other anomalies. The reported event of a problem with the internal mechanical structural of the lead was confirmed and attributed to the overtightened suture sleeve tie.

Event description:
It was reported that a patient presented during a pacemaker implant procedure. The physician alleged that the internal mechanical structure of the right ventricular lead was broken. The lead was not used and replaced while the chest pocket was open. The patient was discharged.